Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer reported a high temperature blower alarm. The device was in use with a patient. The patient was swapped to a different ventilator without additional harm reported. The customer spoke with the remote service engineer (rse) and advised there was an error logged for check vent blower temperature high. The customer states the ventilator has passed all testing and is running without any check vent alarms. The rse reviewed suggested repairs for the high temperature blower alarm. The customer suspects the air inlet was covered as it was placed in the room and caused the blower high temperature alarm. The device is being placed back into service.